Manufacturer narrative:
A visual examination of the spyscope ds device found that the working channel sleeve extended from the distal cap when received. Moreover, the catheter was kinked in several sections. The spyscope ds was plugged into the controller; it did initialize and display a live image without issue. The distal tip would articulate without issue and was not loose. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel without issue. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. The complaint was not consistent with the reported event of loss of visualization. In addition, the working channel sleeve extended from the distal cap when received. The working channel sleeve protrusion could have been generated by some operational aspect of the procedure. Therefore, the most probable root cause for the complaint is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a cholangioscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the spyscope ds image was lost. Reportedly, there was no visible damage with the device. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.